Manufacturer narrative:
UDI no. - not yet required. The actual device was returned to the manufacturing facility for evaluation and the lot number is unknown. A visual examination of the actual device and the retention samples from three recently manufactured lots confirmed there were no visual defects. Leakage testing confirmed the samples met manufacturing specifications. The production lot number was not provided by the user facility, which prevented a meaningful review of production and complaint records. The investigation results verified that the actual sample and the retention samples were normal product. The exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported a leak in the tr band device. Follow up communication with the user facility confirmed the following information: the tr band balloon would not hold pressure; the procedure was a success; and it was reported that the patient is "fine".